Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming no disposable while administering chemotherapy. It was reported the customers cassette was replaced at the providers office. No adverse patient effects were reported. No additional information is available at this time.